Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated resulting the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery system into the patient and placed the stent. The physician removed the stent delivery system to perform aspiration and found that part of the occlusion balloon was separated resulting in the deflation of the occlusion balloon. The physician continued the procedure without distal protection. The case was completed and patient is reported to be fine.